Event description:
Customer went to the hospital due to ketoacidosis. Before customer left hospital, the hospital took a blood glucose reading and got a reading of 136 mg/dl. Customer states that he got home within 10 minutes and tested on aviva meter and got a reading of 305 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.